Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment the programmer got stuck during an induction during a defibrillation threshold test (dft). It was noted that during second power up of the programmer the error occurred due to printed circuit board (pcb) error. The lower bullets were worn out. The cord bay was broken and left latch cord bay was broken off. It was also noted that the stylus was missed. The touch screen bezel was damaged. The software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer got stuck during an induction during a defibrillation threshold test (dft). It was noted that the programmer was restarted twice, but it remained stuck. There was no patient involvement.